Manufacturer narrative:
Hypopigmentation is an expected side effect from such treatment. Pigmentary changes are often transient and will fade with time. Upon evaluation, device was found to be low energy and was more than 20% out of specification. Due to the device energy being outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that a patient experienced hypopigmentation following a treatment using picosure.